Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, high capture threshold was observed on right ventricular lead. Sensing and impedance were normal. Patient felt tingling sensation and small electric impulses during interrogation. The physician explanted and replaced the lead. The patient was stable post procedure.

Event description:
New information received indicated that a possible perforation had occurred.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed, and the lead was found to be within specification.